Event description:
It was reported that a pump keypad response is intermittently delayed. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce a delayed keypad response. A delay of approximately 3 seconds was observed during testing. It was determined that this was caused by a failing processor printed circuit board (pcb). The processor pcb has been replaced.